Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. Hard drive connectors were reseated during the service call. The system was then found to be operating as intended.

Event description:
The customer reported that while they were servicing the system, the system stopped booting up. There is no report of pt injury associated with this event.